Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg value not provided). Tandem clinical diabetes specialist discussed event with contact and concluded pump settings may need to be adjusted. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.